Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was identified. No treatment reported. Approximately 5 years and 5 months following the valve implant, the patient experienced shortness of breath and generalized fatigue. Hospitalization was required due to congestive heart failure (chf), which was reported as probably related to the valve. Intravenous medication was administered. A transthoracic echocardiogram (tte), computed tomography (CT), and left heart catheterization were performed. Subclinical leaflet thrombosis was identified. Worsening aortic insufficiency was reported with severe central regurgitation identified. The thrombosis resolved 6 days following identification. The transcatheter valve was revised 6 days following hospital admission. A valve-in-valve was performed. Hospitalization was prolonged. The patient was discharged 1 day following the valve revision. No additional adverse patient effects were reported. Additional information was received to correct previously reported information: hospitalization was not prolonged. Additional information was received that indicated the shortness of breath and generalized fatigue were present when first presenting for the ten-day hospital stay. It was noted that no pvl was evident prior to the valve revision. Additional information was received that indicated medication was provided for the leaflet thrombosis.

Manufacturer narrative:
Updated data: b5 - added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 - added annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the shortness of breath and generalized fatigue were present when first presenting for the ten-day hospital stay. It was noted that no pvl was evident prior to the valve revision.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: e4. Initial reporter's email address was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak was identified. No treatment reported. Approximately 5 years and 5 months following the valve implant, the patient experienced shortness of breath and generalized fatigue. Hospitalization was required due to congestive heart failure which was reported as probably related to the valve. Intravenous medication was administered. A transthoracic echocardiogram, computed tomography, and left heart catheterization were performed. Subclinical leaflet thrombosis. Worsening aortic insufficiency reported with severe central regurgitation identified. The thrombosis resolved 6 days following identification. The transcatheter valve was revised 6 days following hospital admission. A valve-in-valve was performed. Hospitalization was prolonged. The patient was discharged 1 day following the valve revision. No additional adverse patient effects were reported. Additional information was received to correct previously reported information: hospitalization was not prolonged.

Manufacturer narrative:
Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. A4: estimated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was identified. No treatment reported. Approximately 5 years and 5 months following the valve implant, the patient experienced shortness of breath and generalized fatigue. Hospitalization was required due to congestive heart failure which was reported as probably related to the valve. Intravenous medication was administered. A transthoracic echocardiogram (tte), computed tomography (CT), and left heart catheterization were performed. Subclinical leaflet thrombosis. Worsening aortic insufficiency reported with severe central regurgitation identified. The thrombosis resolved 6 days following identification. The transcatheter valve was revised 6 days following hospital admission. A valve-in-valve was performed. Hospitalization was prolonged. The patient was discharged 1 day following the valve revision. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information corrected that the transcatheter valve was revised 4 days following hospitalization for the leaflet thrombosis that occurred approximately 5 years and 5 months following the valve implant.